Event description:
It was described that on april 13, 1999, no pacing was seen. On april 15, 1999, the pacemaker was interrogated again and it appears that the function was okay. Due to the intermittent behavior, the pacemaker was explanted on april 24, 1999.